Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hypoglycemia was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results below 3.9 mmol/l [70 mg/dl] mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l [70 mg/dl] , but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l[70 mg/dl], follow the treatment advice of your healthcare provider," "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma or death." It also advises "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem," and "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
The patient report that she was hospitalized for one day due to low blood glucose reading of 1.8 mmol/l (32 mg/dl). At the hospital she was treated with an infusion of nacl.